Event description:
It was reported that the customer experienced low blood glucose levels due to changes in settings such as time, personal profile, or biq/ciq settings. The recorded blood glucose level was 48 mg/dl. The customer managed the low blood glucose by consuming carbohydrates and glucose tablets, with assistance from their spouse who provided these. There was no loss of consciousness or injury reported. Technical support helped the customer update the correction factor setting and advised them to consult with their healthcare provider for any future setting changes.